Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is determined that the device does not meet the specifications because damage to the device has been observed. The device was used for medical treatment. However, the cause was unable to be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had scope communication error b30. The issue occurred, during an unspecified therapeutic procedure. There were no reports of patient harm.